Manufacturer narrative:
Updated fields: d9 (device available for eval), h6(investigation type, investigation findings, component codes & investigation conclusions). Corrected fields: e1(event site telephone). A getinge field service engineer(fse) evaluated the unit. Checked the machine and found machine not switching on. Power supply defective. Replaced the power supply with new one, the functionality tests found ok. Handed over the machine in working condition.

Event description:
It was reported that during routine check up, the cs100 intra-aortic balloon pump (iabp) not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).